Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. The complaint facility, (B)(6) hospital, informed cook on 25aug2020 of an incident involving a coda lp balloon catheter (coda-2-9.0-35-120-32) from lot 13212120. The balloon reportedly ruptured during an endovascular aaa repair on (B)(6) 2020. Communication with the user facility clarified that that the balloon ruptured due to being inflated on the edge of the upper portion of the stent. No adverse effects to the patient were reported as a result of this incident. A review of the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions (mi) and quality control of the device, as well as an interview of personnel, was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the DHR for the reported complaint device lot (13212120) revealed no recorded non-conformances related to the failure mode. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that the device was manufactured to specification and that there is no evidence that nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, ¿coda and coda lp balloon catheters,¿ provides the following information to the user related to the reported failure mode: ¿warnings when used to expand a vascular prosthesis, the balloon radiopaque markers should remain within the prosthesis. Maximum inflation volume: 30 cc. How supplied. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of the investigation, a definitive root cause for this event has been traced to unintended user error. It was stated that the balloon was caught on the graft edge which likely caused the balloon to fail. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Customer (person): (B)(6) this report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the balloon of a coda lp balloon catheter burst after it got caught on the edge of a graft and ruptured. The balloon was filled with 10ml of visipaque (320mgi/ml) and 30ml of normal saline 0.9%. A 50 ml syringe was used for inflation. The balloon was used with stents in the procedure. During inflation of the coda balloon in the upper portion of the stent, the balloon got caught on the graft edge (stent) and ruptured. The volume of the solution left behind in the patient is unknown. It is unknown if a balloon fragment was generated. Additional information regarding patient and event information has been requested but is not currently available.